Event description:
It was reported that at the beginning of treatment with a prismaflex st100 set c an external fluid leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the u.s under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device was not returned for evaluation, however, a picture was provided. The visual inspection observed the reported leak from return line. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information added to h3 and h6: investigative codes were inadvertently omitted. Should additional relevant information become available, a supplemental report will be submitted.